Event description:
It was reported that this pacemaker system exhibited an alert for the right ventricular automatic threshold (rvat) test, detected as programmed amplitude or suspended mode. Additionally, technical services (ts) noted evidence of loss of capture (loc) on the presenting electrogram (egm) on the ventricular channel. The patient was confirmed to have underlying intrinsic conduction. The right ventricular intrinsic amplitude was noted to be out of range, however, ts confirmed appropriate sensing. Other lead measurements were within range. The field representative confirmed the patient was further evaluated and the issue was resolved. No adverse patient effects were reported. This device remains in service.